Event description:
Doctor inserted graspers inside cannula. Before graspers were all the way through the cannula, the doctor opened the graspers. The opened graspers caused a piece of the cannula to break off. Piece retrieved from pt.